Event description:
It was reported that unspecified amount of the bd safetyglide¿ allergy treatment syringe tray scale markings were not illegible. The following information was provided by the initial reporter: we also have several that don't have the ml markers printed on it. They fade away the further it goes. Usually disappearing completely by 0.5.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.